Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to replicate the reported event. The images were analyzed and did not appear to be uncharacteristic of what should be expected. The field engineer recommended to the clinical specialist that the site's rt receive training and requested a meeting with the surgeon to discuss expectations. No parts were returned or replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a non-navigated odontoid procedure, the surgeon felt the imaging system was producing poor 2d image quality. Three 2d spins were unused as a result. The site decided to continue the case with a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.